Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  the reason for call was due to difficulty recharging the ins. Pt reported that they cannot get the ins to recharge because the external equipment doesn't connect w/ the ins. Pt explained when they try to recharge, they get stuck in passive recharge mode. Pt stated they have been stuck in passive recharge mode for 10m, and haven't been able to connect to the normal recharging screen. Pt answered that the ins died about 4 days ago when they were walking, and they have been trying to charge for the last 3 days, but reported that they have been having issues charging for several months. Pt just stated the issue started in maybe the end of 2020, or beginning of 2021. Pt was actively trying to charge the ins and reported they were already in passive recharge mode (prm). Pt noted the numbers fluctuated from 83 to 97. The pt stated the rtm wasn't damaged, but the paddle was previously getting hot. Pt noted the rtm paddle gets hot when they lay on the rtm to attempt to charge their ins. Pt reported that they are able to easily find where the ins is located, but for some reason when they have the paddle directly placed over the ins, they get a screen on the controller that states that the equipment can't find the device. Pt then confirmed they were getting recharging excellent w/ the controller battery at 40%. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.